Event description:
As reported, a 6f exoseal vascular closure device (vcd) pierced a 6f non-cordis short sheath and injured the blood vessel. After that, a long amount of manual pressure was required for hemostasis. A fray at the tip and bent at the shaft of the vcd were confirmed after removal. The lesion was the superficial femoral artery where an ipsilateral approach was made. There was no infectious disease. There was a possibility that the sheath had cracked from the beginning of the procedure or excessive force was used for the procedure. During insertion they stopped at the black marker of the exoseal. Bleeding stopped after an hour of manual pressure, and there was no rebleeding on the following day. No other treatment was required for the injury of the blood vessel. The procedure used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was flushed prior to exoseal vcd insertion. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) pierced a 6f non-cordis short sheath and injured the blood vessel. After that, a long amount of manual pressure was required for hemostasis. A fray at the tip and bent at the shaft of the vcd were confirmed after removal. The lesion was the superficial femoral artery (sfa) where an ipsilateral approach was made. There was no infectious disease. There was a possibility that the sheath had cracked from the beginning of the procedure or excessive force was used for the procedure. During insertion, they stopped at the black marker of the exoseal. Bleeding stopped after an hour of manual pressure, and there was no rebleeding on the following day. No other treatment was required for the injury of the blood vessel. The procedure used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was flushed prior to exoseal vcd insertion. A non-sterile unit of product ¿vascular closure device 6f¿ involved in the reported complaint was received for investigation. Per visual analysis, the following conditions were noted: the deployment lever was not depressed, the plug was present in the delivery shaft, the indicator wire was not deployed, and the bleed back port is at the undeployed position. The indicator window was received in the white/black position and the guard was found locked; the device is blood saturated. Additionally, the delivery shaft has two (2) kinked sections, located approximately 8.0 cm and 10.0 cm from the distal tip. No frayed/split/torn conditions were observed on the device. In addition, the procedural sheath was not returned for evaluation. Dimensional analysis was performed to verify the correct delivery shaft outer diameter (od); and the od measurements were taken at different distances on the delivery shaft. Dimensional analysis results were found within specification. Per functional analysis, the insertion/withdrawal process was performed while using a catheter sheath introducer (csi) lab sample of the proper french size. The delivery shaft was inserted into the lab sample csi, and the vcd properly locked onto the csi as expected, and no resistance or other anomaly was noticed. Furthermore, as the procedural sheath was not returned for evaluation, it was not possible to inspect the sheath used during the procedure for the reported damages. The reported events of ¿vascular closure device (vcd)-impeded-perforated sheath¿ and the subsequent ¿vascular injury¿ could not be confirmed through analysis of the returned device since the procedural sheath was not received and procedural films were not provided. The reported event of ¿delivery shaft-frayed/split/torn¿ was not confirmed through analysis of the device as there were no signs of a frayed/split/torn condition. However, the reported event of ¿delivery shaft-kinked/bent¿ was confirmed as there were kinks noted on the shaft. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (there was a possibility that the sheath had cracked from the beginning of the procedure or excessive force was used) likely contributed to the exoseal perforating the sheath and causing the subsequent vascular injury since there were no damages noted to the device other than the kinked/bent conditions and the device passed functional and dimensional analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.